Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine leaked from the catheter while it was placed in the patient.

Event description:
It was reported that urine leaked from the catheter while it was placed in the patient. Per notification from investigator on 19dec2025, it was reported that the pin hole found at trifurcation site measuring 0.013in was found during sample evaluation on 22oct2025.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation of the returned sample, consisting of one used all silicone foley catheter with a syringe, with no obvious observations. Verified material number 119314 and manufacturing lot number ngjs3672. During testing, water and methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) were passed through the drainage lumen with no leakage observed. The catheter was filled with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using an in-house syringe. A 0.013 inches pinhole was identified at the trifurcation site (B)(4). Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.